Event description:
(B)(6) advia centaur cp anti-hbs (ahbs) results were obtained on three pt samples when compared to another laboratory's (B)(6) test method results. There is no known report of prescribed or altered pt treatment or adverse health consequences due to the (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unk. Observed (B)(6) quality control results performed by the customer on (B)(6), were acceptable. No conclusion can be drawn. The instrument is performing within specifications. No further eval of the device is required.

Event description:
(B)(6) advia centaur cp anti-hbs (ahbs) results were obtained on three pt samples when compared to another laboratory's (B)(6) test method results. There is no known report of prescribed or altered pt treatment or adverse health consequences due to the (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unk. Observed (B)(6) quality control results performed by the customer on (B)(6), were acceptable. No conclusion can be drawn. The instrument is performing within specifications. No further eval of the device is required.

Event description:
(B)(6) advia centaur cp anti-hbs (ahbs) results were obtained on three pt samples when compared to another laboratory's (B)(6) test method results. There is no known report of prescribed or altered pt treatment or adverse health consequences due to the (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unk. Observed (B)(6) quality control results performed by the customer on (B)(6), were acceptable. No conclusion can be drawn. The instrument is performing within specifications. No further eval of the device is required.